Manufacturer narrative:
A device lot number was not provided; therefore, a lot history review cannot be completed for the device. The device is not returning to arthrocare; therefore, a device investigation cannot be performed.

Event description:
On (B)(6) 2008, the patient underwent an acl reconstruction of the left knee using an arthrocare driver, 25 mm, bilok 2. After the tibial screw was put into place in the patient, the physician tried to disengage the driver. When the physician disengaged the driver, the tip broke off into the screw and remains in the patient. There is no plan to re-operate to remove the piece and no adverse consequence to the patient was reported. There were no signs of complications at the 3-month follow-up appointment of the patient.